Event description:
It was reported that stent dislodgement occurred. The severely stenosed target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for use. However, during preparation, it was found that the stent was dislodged outside the body. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient status was stable.